Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as the patient had an unspecified personal hygiene issue. The patient was hospitalized for the peritonitis. On unreported date(s) during hospitalization, the patient was treated with unspecified antibiotic injections (route, medication, dosage, frequency, and duration not reported) for the peritonitis. Dianeal therapy was ongoing. The patient was recovered from the peritonitis. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.